Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6)2023 and suture was used. When opening the package, it was found that there was no fixation tab. During the visual assessment of the returned needle suture, it was noted that the swage, and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. No adverse patient consequences were reported. No additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® .active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral strength ¿ = 2360. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one empty labeled winding former and one needle-suture that pertains to product code sxpp1a301 were received for evaluation. During the visual assessment of the needle suture, it was noted that the swage, and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.